Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that a hematoma may have developed during the trial procedure. The patient lost sensation and motor function of the left leg and the device was removed. It was noted that the patient had a history of strokes and stopped taking a blood thinner 3 days prior, which may be have contributed to the incident. The procedure was stopped and there have been no reports of further complications regarding this event.